Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. The break in aseptic technique was further described as the patient did not wash their hands prior to starting dialysis. On the same day as the onset, the patient was hospitalized for the event of peritonitis. On the same day, the patient started treatment with reflin (intraperitoneally (ip), 1 gram and frequency not reported) and fortum (ip, 1 gram and frequency not reported) for peritonitis. The patient was retrained on proper aseptic technique. The patient¿s outcome was unknown and the action taken with pd therapy was not reported. No additional information was provided.